Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the nine representative 20g insyte autoguard units that were received in sealed unit packages from lot 4267887. A functional test showed that each needle retracted within specification. No damage or defects were identified on the returned samples. The complaint of slow needle retraction could not be confirmed from the representative 20g insyte autoguard devices that were provided for investigation. A functional test showed that each needle fully retracted and the retraction time was within the specification limit. No damage or defects associated with the manufacturing process were identified on the returned samples. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract or did not retract. The following information was provided by the initial reporter: the director was able to replicate this problem (non-retracting) herself, the needle after about 30 seconds finally retracted. I have a bag of appx. 50 in my office. I also tested 5 of these, and none of the needles retracted immediately. The push button is very soft, you cannot push it any further, there is no immediate retraction, but if you wait for 20 ¿ 30 seconds 4 out of the 5 eventually retracted.